Event description:
The device was used during an esophagogastrectomy procedure. Reportedly, the staples did not form properly. The surgeon manually cut and sutured to complete the procedure. The hosp has reported no pt injury occurred.